Event description:
It was reported that the pt experienced body trembling, sweating, and shortness of breath. The pt also felt like he was burning up but his body was cool to the touch and he had no fever. The pt was taken to the ER and then admitted to the hosp. His status was reported as "fair." The concentration and daily dose of baclofen being administered via the pump were not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.